Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-04195.

Event description:
Customer reported she was hospitalized multiple times for high blood glucose. Customer believes high are due to bent cannulas or gastroparesis. She doesn't think there was any issue with the insulin pump. On (B)(6) 2014, estimated date, she was hospitalized for high blood glucose of unknown value. She was vomiting and was unable to control blood glucose. On (B)(6) 2014, customer was hospitalized due to high blood glucose of unknown value. Customer had a bent cannula. On (B)(6) 2015 she was hospitalized for high blood glucose around 775 mg/dl. Vomiting was the cause. On (B)(6) 2015 she was hospitalized for high blood glucose around 800 mg/dl. Customer was throwing up. Cause of hospitalization was diabetic ketoacidosis. Bent cannula was the cause. Customer reported issues with her serter. Customer was sent a different infusion set to try and was advised to call when she had unexplained highs. No further information reported.